Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tg2610/06608387, tg2815/06604355). It was reported that a celiac artery dissection was found after the procedure. The physician decided to monitor for it. On (B)(6) 2009, the patient was discharged. The celiac artery dissection was disappeared. Subsequent follow-up examinations revealed that there was no health hazard. No further information is available.